Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: email.

Event description:
1 asymptomatic patient with 1 reported false positive sofia sars result. Confirmed as negative with pcr later same day.